Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead had noise and numerous short v-v intervals. A polarity switch was noted to have occurred. The lead was explanted and replaced. While trying to secure the new lead into the existing implantable cardioverter defibrillator (ICD), the physician was not able to engage the set screw. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.